Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the 90% stenosed left anterior descending artery (lad). The vessel was pre-dilated with a maverick 2.5 x 20 mm balloon at 14 atms for 50 seconds. The physician implanted a taxus express2 8.8% 2.75 x 20 mm drug eluting stent in the distal lad. The stent was deployed at 14 atms for 35 seconds. The balloon was fully deflated but the balloon was sticking to the stent. The physician used rotaglide coronary lubricant to try to release the balloon. Finally, the balloon was released by pulling hard on the shaft, during which the guide catheter was sucked down the vessel. Procedure compelted successfully with timi 3 flow established. No pt injuries or complications were reported. The pt received plavix pre procedure. The pt's condition is reported as good.